Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, there were two failed attempts with direct current cardioversion for the patient. It was determined that the patient would require a pulmonary vein isolation ablation in the coming months. The device remains in use. The patient is a participant in the world-wide randomized antibiotic envelope infection prevention trial clinical study. No patient complications have been reported as a result of this event.